Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #693c37. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off and not returned. In addition, no package was received for analysis. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693c37, and no non-conformances were identified. The lot#752c17 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the knife did not advanced ,when firing. Therefore used another ntlc body.